Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the console gave a false positive detection of a sponge when there were no sponges present.

Manufacturer narrative:
The console was returned and evaluated. The reported condition of false positive detection was not confirmed or duplicated. Visual inspection found no defects. Testing of the device identified no issues with detecting sponges and no false detections occurred. The investigation found the sphere to functioned normally as well as within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
New information received stated that the event occurred during a procedure. No patient injury occurred. The console was detecting all the time and no error message occurred.